Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported the procedure was being performed in the ICU/burn unit. The clinicians experienced a high catheter placement with a seasoned vps user. There was a proximal to mid catheter placement with a sustained blue bullseye. Chest x-ray was taken and confirmed high placement. As a result, the catheter was advanced further into the patient. There was a delay in treatment with no patient harm and no patient death or complications reported. It was noted the patient had normal sinus rhythm.